Event description:
Caller reported a malfunction on the pump, which was indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if the issue happens again.